Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for 2 minutes and 38 seconds from 09:42am on (B)(6) 2020, which is sufficient time to replace the reagent, and the station properties were reset at 09:45am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to 100%. The properties of the reagent in bottle 3 prior to these user actions were: ethanol concentration=81%, cycle=32, cassettes= 1473 and days=6. The variance between the ethanol concentration of 90% measured by the fss using a hydrometer on (B)(6) 2020, and that calculated by the instrument software of 99.6% indicates that a use error occurred during replacement of the reagent in bottle 3. A user affirmed in the instrument software that the ethanol concentration in bottle 3 was to be set to the default value of 100% at 09:45am on (B)(6) 2020. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol), which had an ethanol concentration of 90% due to the use error, was used for the final dehydration step of the "snp 3.5 hour" protocol started in retort a at 11:33am on (B)(6) 2020, and the "snp 3.5 hour" protocol started in retort b at 15:00pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 09:45am on (B)(6) 2020 during manual replacement of the reagent in bottle 3 (ethanol). Specifically, the ethanol concentration in bottle 3 measured by the assigned leica product applications specialist using a hydrometer was 90% and that calculated by the instrument software was 99.6%. The facts indicate that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning, "always change reagents when prompted. Always update station details correctly; never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage, or loss." The root cause of "formalin in wax" reported by the complainant is the use of ethanol (bottle 3) at a concentration below the requirement for the final dehydration step.

Event description:
The complainant contacted leica tac help desk, and reported the following in relation to peloris rapid tissue processor serial number: (B)(4), "poor processing" and "formalin in wax." On 04 november 2020, leica biosystems (B)(4) received the following further information from the leica product applications specialist, which was reported by the complainant: "tissue damage was evident [sic] and customer is working through each case to try and get a diagnosis. Apps contacted customer on 4/11/2020 - no further assistance required from applications as the customer cannot reprocess [sic] the tissue as it is 'cooked' and cell lysis can be seen. On 06 november 2020, the leica product applications specialist (pas) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide application support. The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated concentration was found to exceed the acceptable limit of 5% in bottle 3, in which the measured ethanol concentration was 90% and the calculated concentration was 99.6%. The pas documented "readings indicate bottle 3 had not been physically changed but had been marked as changed on the system". The pas also documented that tissue samples exhibiting sub-optimal processing were derived from the "snp 3.5 hour" protocol executed in retort a comprising 16 cassettes, which started at 11:33am, on (B)(6) 2020, and completed at 14:59pm on (B)(6) 2020, and the "snp 3.5 hour" protocol executed in retort b comprising 47 cassettes, which started at 15:00pm on (B)(6) 2020 and completed at 18:27pm on (B)(6) 2020. On (B)(6) 2020, leica biosystems (B)(4) received the following information from the leica product applications specialist, "no reprocessing was performed however all specimens were able to be diagnosed."